Event description:
It was reported by the rep that the (2) er320 were used during a laparoscopic cholecystectomy procedure. It was reported that the clip scissored and did not close correctly. The procedure continued with another er320 and the clip closed at the distal tip but not at the proximal portion. The case was completed with an endoloop. There was no consequence to the patient.